Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that due to patient losing 50 pounds the ipg migrated and flipped in the pocket which also made it difficult for the ipg to communicate with external devices. Surgical intervention was undertaken on (B)(6) 2023 wherein the ipg pocket was revised, and no products were used. Therapy was restored.